Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of the event was 600 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer stated that the pump had software error detected alarm. The auto mode was activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump case = ngp. Customer returned device for alleged high bg and pump error 53 found on (B)(6), 2022. The device passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test and self test. No pump error 53 noted during testing. Successfully downloaded history files and traces using thus. The history download confirmed pump error 53 due to software error found on the event date at 13:44:38.00. The formatted history file confirmed pump error 53 alarm (line number 6950 file number 603) due to the pump transitioned to open loop during home screen creation caused by a software error anomaly. Problem isolated to the electronic assembly as per global logic analysis (esf2014801). Pump was cut open for visual inspection and found no physical or mositure damage on the electronic stack, motor, or force sensor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Pump error 53 confirmed in the history files on october 17, 2022 at 13:44:38.00 due to the device transitioned to open loop during home screen creation due to a software error anomaly. Device passed full dry test. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer stated that when they goes to bed their pump shuts down and stops delivering insulin and customer spent 2 days over 600 mg/dl blood glucose level. The customer experienced symptoms such as lightheadedness or dizziness for high blood glucose event. Insulin pump received software error detected alarm. Customer was able to clear the alarm and was able to rewind the insulin pump. Insulin pump passed the self test. The device was returned for analysis.